Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive, since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported, patient's leads had high impedances. Surgical intervention was undertaken. Wherein, the entire system was explanted and replaced. Therapy was restored post-op.